Event description:
On (B)(6) 2012, the pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Prior to the procedure, the bypassing surgeries using the vascular grafts were performed. The pt tolerated the initial procedure. On (B)(6) 2012, the pt was hospitalized due to the high fever and vomit. Value of c-reactive protein (crp) was 8.78. Although the antibiotic treatment was administration, the pt didn't recover. On (B)(6) 2012, the physician performed the open surgery and removed the device due to the possible device infection. The pt tolerated the procedure. During the procedure, it was found a lot of pus in the aneurysm sack. The physician commented that he couldn't identify the cause of infection.

Manufacturer narrative:
Further info was requested. A review of the mfg records for the device is being conducted. Another gore tag thoracic endoprosthesis device was implanted (lot/serial number is unk).